Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by implant patient registry, approximately 3 years, 3 months post implant of a 26mm sapien 3 ultra valve in the aortic position, the valve was explanted and replaced with a 25mm inspiris resilia surgical valve. After medical records were reviewed, it's noted that the reason for the explantation of a transcatheter heart valve (thv) was due to severe, critical aortic stenosis (as), with symptoms of chest pain and dyspnea as well as unknown regurgitation. The preoperative imaging showed a peak/mean gradient of 115/73 mmhg and valve area of 0.56 cm', with leaflet thickening but no noted mobility issues, calcification, pannus, or thrombus. Moderate-to-severe aortic insufficiency (ai) was present, though it was unclear whether it was paravalvular or central; a small mobile echo density was noted on the right coronary cusp, raising concern for possible vegetation. The patient was hospitalized 3 days prior to the explant procedure for an acute kidney injury (aki), requiring continuous renal replacement therapy (crrt) during admission, had the explant procedure and was then transitioned to palliative care 4 days post explant and ultimately expired the same day. A pathologic analysis of the explanted valve revealed synthetic material with fibrinous tissue deposits and mixed acute and chronic inflammation on both gross and microscopic examinations.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by implant patient registry, approximately 3 years, 3 months post implant of a 26mm sapien 3 ultra valve in the aortic position, the valve was explanted and replaced with a 25mm inspiris resilia surgical valve, due to unknown reasons.

Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report have been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was provided, however was not relevant to this complaint. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3u IFU was reviewed. Warnings include, 'accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism', 'valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation'. Potential adverse events note, 'valve stenosis', 'structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis)', 'paravalvular or transvalvular leak', 'valve regurgitation', and 'device explants'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for 'stenosis' and 'regurgitation -unknown' were confirmed based on the provided medical records and information available to date. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, there was a small mobile echo density on right coronary cusp and suspected vegetation. From the explanted valve's pathologic analysis, it revealed synthetic material with fibrinous deposits and mixed acute and chronic inflammation on the leaflet. The unknown fibrinous tissue could obstruct the blood flow across the valve and reduce the eoa (effective orifice area), resulting in stenosis as reported. As such, available information suggests that patient factors (unknown fibrinous tissue) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Per the instructions for use (IFU), valve regurgitation, including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, limited information was provided; therefore, a definitive root cause is unable to be determined at this time the IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.